Event description:
Additional information was received indicating that per the physician, a septal bulge contributed to the infold. It was noted that annular calcification was present, extending from the non-coronary cusp (ncc) to the left ventricular outflow tract (lvot).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a return kit in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact with signs of moderate creases, conditions associated with the crimping and recapturing process. As received, two leaflets were in a closed position with gaps between the free margins. One leaflet was partially open. Remnant bloody host tissue was found on all commissures. All commissures were intact. The valve skirt appeared slightly crimped. The valve was submerged in warm saline; valve expanded to original configuration. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted during the loading process. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was recaptured to simulate reported event; no anomalies were observed while valve was being retracted. The valve was fully deployed; no frame anomalies were noted during the full deployment. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Media files were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter was 81.6 millimeter (mm) with a perimeter derived diameter of 26mm suggesting a 29mm evolut. Additionally, the aortic valve appeared to be significantly calcified. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to implantation attempt. There is evidence of at least one recapture. The first deployment attempt resulted in a shallow implant but no infold was present. An infold is noticeable at 80% after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that another attempt was made to deploy the valve without resolution of the infold. Of note, attempting to recapture and redeploy an infolded valve will not resolve the infold. Ultimately a new valve was loaded and implanted without further issues. Medical safety reviewed the product event and assessed the reported: infolded valve. Upon review of the updated information, the primary event of valve infold after one recapture was likely related to the valve and patient anatomy. It was reported that a septal bulge contributed to the infold. Images provided confirmed the valve had been loaded correctly and that the infold occurred after the second attempt at deployment. The pre case planning confirmed the correct size had been selected for implant. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the root cause of the infold is patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10:  product ID envpro-14 (lot: 0011733846); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-envpro-14 (lot: 0011681612); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured once due to suboptimal positioning. Upon recapture, the valve infolded. Another attempt was made to implant the valve, but the infold remained. The valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system were used to successfully complete the implant procedure. No misload was reported. A pre-implant balloon aortic valvuloplasty was performed using a 22 mm z-med balloon and 24mm z-med balloon. No adverse patient effects were reported.